Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made two successful passes using the penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity) and, a neuron max 6f 088 long sheath (neuron max) with the penumbra engine pump (engine). While attempting to make a third pass, the physician advanced the jet7 using a velocity to face the clot, removed the velocity and attempted to aspirate the clot; however, the jet7 was not aspirating. The physician then noticed a tear at the hub of the jet7 and, therefore, it was removed. The procedure was then completed using a non-penumbra catheter with the same velocity, neuron max and engine. There was no report of an adverse effect to the patient.